Manufacturer narrative:
(B)(4). Method: the complaint mr370 reusable humidification chamber was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. It was visually inspected and pressure tested. It was checked in a water bath with the outlet port occluded and pressurized to 200cmh2o. Results: visual inspection revealed that the returned mr370 chamber was cracked at the base of the gas outlet port. During pressure testing, air bubbles were found coming out from that crack. A lot check revealed no other complaints of this nature for lot number 130416. Conclusion: we are unable to determine what may have caused the reported fault. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: "maximum operating pressure: 20 kpa." "Warning: the following solutions should be avoided as they may cause the chamber to crack - ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)." "To prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A distributor in (B)(6) reported that an mr370 reusable humidification chamber failed the ventilator leak test as the outlet port was cracked. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr370 reusable humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported that an mr370 reusable humidification chamber failed the ventilator leak test as the outlet port was cracked. This was observed before use on a patient.